Manufacturer narrative:
Event date: "(B)(6) 201." Date of this report: 12nov2018. Philip's product support engineer troubleshot the issue with the customer over the phone. The pse provided the part number for the oxygen transport kit. The customer reported that the issue was resolved and the ventilator was returned back to service. Reportedly, the customer discarded the part; therefore, a root cause of the failure could not be established.

Event description:
The customer reported that the ventilator check valve failed within oxygen (o2) manifold. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.